Manufacturer narrative:
The device was sent to a third-party distributor for evaluation and the customer's allegation of a foreign material in the suction channel was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope had insufficient angulation, irregular friction on angulation knob and foreign material in aspiration channel. The issue occurred during reprocessing after diagnostic esophagogastroduodenoscopy that was completed with the same device. The device was immediately sent for inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twenty (20) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the " foreign material in the suction channel" malfunction would likely be related to the device handing (reprocessing) was deviated from IFU. The event can be prevented by following the instructions for use which state: detection methods are written in ifucf-v70i, cf-v70l, colonovideoscope, gastrointestinal videoscope, gif-v70, operation chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-v70i, colonovideoscope, gastrointestinal videoscope, gif-v70, reprocessing, cf-v70l chapter 3 cleaning, disinfection and sterilization procedures. The distributor confirmed that the cleaning disinfection and sterilization (cds) process was not completed, technical assistance center was called to resolve the issue. Olympus will continue to monitor field performance for this device.